Manufacturer narrative:
(B)(4) date sent: 06/18/2021 product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Un-resectable polyp in right colon what surgical procedure was performed? Right colectomy what healthcare professional fired the device and what is his/her experience with the device? Resident doesn¿t remember who where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Down to blue height did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Did not personally visualize was the green checkmark visible at the end of the firing? Did not personally visualize how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full revolutions was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes, removed with donuts were the donuts inspected? If so, please describe. Yes, removed from device and visually inspected were there any issues noted with staple formation? If so, please describe the shape and location. None, visually inspected since end to side anastomoses was a leak test performed? If so, what type and what was the result? No was the staple line visualized endoscopically during the initial surgical procedure? No, visually inspected since end to side anastomoses how was the leak identified? Patient was septic what was observed at the site of the leak upon reoperation? 25% complete dehiscence staples still visible on colon side not small bowel side how was the leak addressed? Reop ex lap end ileostomy is the ileostomy temporary or permanent? Temporary

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unk. (B)(4). The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Is the ileostomy temporary or permanent?

Event description:
It was reported that after a right colectomy last week on post op day 3 surgeon needed to bring a patient back to the operating room for a leak from a powered circular stapler. Patient experienced issues day 1 post op. Surgeon performed ileostomy during take back. Non cancer patient so no underlying chemo/ rad issues on tissue. Patient is recovering fine now. Will be doing side to side anastomoses on next operation. Surgeon commented she¿s unsure what happened, and everything looked normal intra op on primary surgery.